Event description:
One of the hospital's sterrad sterilizers failed a load and gave a h202 low message. Biomed was alerted of the issue, and went to assess the device. The manufacturer needed to be called, and a service engineer was deployed to the hospital to resolve the issue. The machine was down for over a day, causing delays in the processing of medical equipment.